Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 135cm nitinol guidewire. Usage residues were observed throughout the sample. A coil misalignment was observed within the coil region. The weld tip was intact. Tactile inspection of the sample confirmed that the core wire was intact. Microscopic inspection of the sample confirmed misalignment of the coil wire near the weld tip. The coil misalignment was consistent with device manipulation. The blood residue suggested that manipulation occurred during attempted device use. Such misalignment can occur of wire advancement is attempted into tissue or through a tortuous path. A lot history review (lhr) of recx2376 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the guidewire that comes with the powerpicc was defective. It was stated the tip had a break/fracture in the connection and the guidewire would not advance through the access needle.